Event description:
It was reported that during the implant procedure, the right ventricular lead was damaged and the stylet overpassed the lead. The right ventricular lead was not used. The patient was stable throughout the whole procedure.

Manufacturer narrative:
A partial lead measuring 53.3 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.